Event description:
Healthcare professional reported right side "deflation". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: not observed openings during the analysis. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, right side "deflate". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "deflate".

Event description:
Healthcare professional reported right side "deflate". Device remains implanted.

Event description:
Healthcare professional reported right side "deflate". The device has been explanted.